Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
When the hcp opened the packaging, the tip of the lead was noted to be bent. Another lead was used to complete the operation.